Manufacturer narrative:
(B)(4). Device manufacture date: 10/10/2014-10/14/2014. The actual sample was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, product met specifications and the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted

Event description:
It was reported that a minicap sponge was observed with inadequate iodine. The issue was discovered before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.